Event description:
It was reported that the "foot pedal housing was broken, the bottom foot plate was missing, and wires were exposed" on the foot control device. It was unknown if the reported malfunction occurred during a surgical procedure. There were no delays to a scheduled surgical procedure as an identical spare device was available for use. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed which found that the device housing was broken. Therefore, the reported condition was confirmed. The assignable root cause of the damage was determined to be due to misuse, abuse and /or error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.